Manufacturer narrative:
It was reported that the tubing snapped at the top of the pumping segment. One sample model 2426-0007, lot 23119287 was returned for investigation. The set was examined for defects and abnormalities. The set was separated at the top of the pumping segment. The ring retainer that keeps the pumping segment attached to the set was not returned with the set. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between silicone tubing and upper fitment could be related to failures in the flow stop machine. Reported lot in this complaint was manufactured on november 23rd, 2023. Corrective actions to fix the failures in the flow stop machine were implemented under a work order completed on december 22nd, 2023. A device history record review for model 2426-0007 lot number 23119287 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
Material#: 2426-0007 batch#: 23119287 it was reported that the bd as lvp 20d 3ss cv tubing was defective/damaged. The following information was provided by the initial reporter: "when putting a three-port infusion tubing into the pump, the tubing snapped open by the blue connector that goes into the top of the pump channel." Verbatim: rcc received a complaint via email. Email(s) attached issue: when putting a three-port infusion tubing into the pump, the tubing snapped open by the blue connector that goes into the top of the pump channel. Background: event date: 3/28/2024 ih #: (B)(4) mfg #: 2426-0007 description: set IV primary pump 126in 3 smartsite po sample available : yes (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email) lot #: (10) 23119287 assessment: credit requested: no was there injury? No name of facility : (B)(6) hospital main contact name and phone number: xxxx@imail.org frontline caregivers contact information (if applicable): xxx@imail.org account # po purchased on: (B)(4). Recommendation/request: ¿ if you would like the product returned, please reply all with a return shipping label attached within 10 days that this email was sent (4.15.24). If no label is received, product will be discarded. (B)(6) hospital address: xxx thank you,

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.